Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield r-wave oversensing on the atrial channel resulting in short atrial tachy response (atr) episodes. No further assistance was requested. No adverse patient effects were reported. This device remains in service.